Manufacturer narrative:
Upon completion of the investigation it was noted that the we visually inspected utilizing naked eye. No anomalies were observed. Test performed on 9/27/2017. Unit was found to performed as intended. Test performed on 9/27/2017. Unit completed testing (5 holes) and was found to performed as intended. The DHR was reviewed on 10/03/2017 and it was verified that there were no anomalies during the manufacturing process. Complaint could not be verified. Unit was found to meet all acceptance criteria. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
As reported by the rep, the surgeon stopped a preforator when it failed to disengage, tearing the dura. No delays were reported.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Device was returned for evaluation. Upon completion of the investigation a follow-up report will be filed.

Event description:
As reported by the rep, the surgeon stopped a preforator when it failed to disengage, tearing the dura. No delays were reported.

Manufacturer narrative:
UDI: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, a surgeon stopped a perforator while creating a burr hole because he felt it was not disengaging. The patient was not injured.